Event description:
Customer reported damaged battery cap thread. Customer also mentioned loosing a battery cap due to a loose connection. Customer's current blood glucose reading is 54 mg/dl and has treated with sugar. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken reservoir tube lip, and cracked battery tube threads. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with the original battery cap missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.